Event description:
Device has been explanted.

Event description:
Patient reported "sometimes feels pain" capsular contracture baker grade iii in both breasts" "pain in the left breast, but the breast started to heat up and swell a lot, it was much bigger than the left breast, pain increased." "Predominance of radial folds" "undulation on the right¿ for the left side. For the left side. The device remains implanted

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade iii, seroma-late.